Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their ins battery was depleting much faster than it used to and requested to connect with their mdt rep. Pt mentioned that they met with the rep about a week ago for some reprogramming and it seems to help their back better however after that, they noticed that their ins battery was "draining so quick" and they needed to charge twice a day. Pt confirmed that the issue started after the rep made some adjustments on their settings. Agent reviewed information about battery duration. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned about possibly replacing their ins. Additional information from the patient indicated that their hcp replaced the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.